Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for magnesium for six (6) patient samples assayed with magnesium reagent on a unicel dxc 800 pro synchron chemistry analyzer. In addition, erroneous results were obtained for phosphorus (phosm) for one (1) patient sample. The erroneous magnesium and phosm results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results recovered within the laboratory's established ranges prior to the event. The customer reassayed the six (6) patient samples for magnesium (and one (1) patient sample for phosm) on another analyzer in the laboratory. The repeat analyses recovered higher for all patient samples.

Manufacturer narrative:
Bec had performed troubleshooting activities with the customer via telephone. Bec advised the customer to wear personal protective equipment prior to initiating troubleshooting activities. The customer was advised to flush the cc sample probe with 10% wash solution and deionized water. The customer also checked the reagent cartridge for bubbles. The customer was advised to prime the system. Priming the system resolved the issue. A service call was not scheduled since the troubleshooting activities were successful in resolving the issue.